Manufacturer narrative:
Additional information: the device was received and evaluation was completed. A device history review revealed no issues that could have caused or contributed to the reported issue. A visual inspection was performed and no abnormalities were found. The reported issue of an under infusion could not be reproduced during the device evaluation. The device was tested per at 10ml/hr with a volume to be infused of 2.5ml which yielded passing results (2.487ml / -0.52%). The device was found to function as designed. The reported under infusion was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an under infusion when only 10ml of a 100ml bag of insulin was delivered when a volume to be infused of 100ml had been programmed. This occurred during primary infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.